Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the patient presented for a device check the day after implant, a cardiac perforation was discovered due to the implant of the right ventricular (rv) lead. A threshold was unable to be obtained, no capture was observed and undersensing was noted. A pericardial surgery was performed to resolve the rv lead perforation and the associated bleeding. The rv lead was removed and replaced. No further patient complications have been reported as a result of this event.